Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm and a right common iliac artery aneurysm using two gore® excluder® aaa endoprostheses and two gore® excluder® iliac branch endoprostheses. The patient had a medical history of vascular graft replacement surgery on a part of the right internal iliac artery and the left external iliac artery. It was reported that there was resistance during advancement of the delivery catheter of an internal iliac component when the component passed the bifurcation of an iliac branch component and the vascular graft in the right internal iliac artery. The internal iliac component was deployed. Upon removal of the delivery catheter, it was observed that the delivery catheter was broken near the trailing olive. The part of the delivery catheter remained within the patient. A snare catheter was successfully used to retrieve it from the patient. The patient tolerated the procedure.